Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 bd intima-ii y 24gax0.75in ss prn slm npvc has foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: the emergency department reported a black foreign body attached at the joint when the package was opened.

Event description:
It was reported that 50 bd intima-ii y 24gax0.75in ss prn slm npvc has foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: the emergency department reported a black foreign body attached at the joint when the package was opened.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 29-jul-2022. Investigation summary a device history review was conducted for lot number 1356909. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was submitted to aid in our investigation. Our engineers have noted that the luer lock of the returned device contains a black material that is located physically inside of the body's molding. Based on this observation our engineers were able to associate this issue with the molding process; the issue has been confirmed. Further investigation of the manufacturing line allowed them to determine that the most likely root cause was related to thermocoupling damage and inefficient rejection process.